Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly shutdown. Although the pump was able to beep and vibrate, it was unresponsive and unable to be turned on. There was no reported impact to the customer's blood glucose level as the customer did not have supplies to check. It was indicated that the customer had manual injections as alternate insulin therapy.